Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician observed signs of infection at the patient's ipg site. The physician elected to explant the system. Additionally, cultures were taken, however the results were not provided to the manufacturer and the patient was placed on antibiotics.